Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam diverted and diminished tissue vaporization efficiency was observed. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
(B)(4). Fiber analysis: the fiver was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Severe charring of the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure.